Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge change error occurred during the load sequence. Customer¿s blood glucose level ¿high¿, per continuous glucose monitor reading. Customer called health care provider for recommendation on how to address blood glucose and was instructed to administer a manual injection and was also guided through a cartridge change to resolve the issue.